Event description:
The customer reported that a monitor did not provide an alarm for a pt desat.

Manufacturer narrative:
(B)(4): the customer reported that a monitor did not provide an alarm for a pt desat. According to info provided, a philips mp5 pt monitor was used to perform spo2 monitoring on a pt. Used sensor was identified as nelcor oximax max-I sensor. The mp5 was networked to an intellivue info center (piic) at the time of incident. Per the hospital, the monitor had failed to recognize a change in the child's spo2 saturation and to generate an adequate low limit alarm for spo2. According to the reporter, our monitor read 96% saturation, while the child turned "flabby, blue and cyanotic." This was reported to have occurred several times and oxygen had to be given. An add'l spot check device (nelcor n-560 with same sensor) was obtained to perform control measurements, which provided the expected desat alarm. No info about any lasting effects to the pt was provided. This complaint was deemed reportable due to the fact that the customer alleges that the monitoring system did not recognize a desaturation event and did not generate adequate alarms (audible & visual). If this condition reoccurs, it may cause further serious injury or death. In addition, it is considered that oxygen was given here to prevent possible serious injury. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.